Event description:
It was reported that the patient was scheduled on (B)(6) 2019 to have the ambicor penile prosthesis removed as the device had everted out of his penis. The device was originally implanted in 2017. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the prosthesis had eroded through the distal glans.